Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that channel a alarmed "channel error". There was no report of patient harm. The device was evaluated by biomed who found an error code 240.4150.0 in the logs and "defective" iui connectors. The iui connectors and the bottle-side pressure sensor were replaced.